Event description:
It was reported that the pump alarms "no disposable tubing, pump will not run" with the cassette attached. No patient injury reported. No additional information available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: UDI, catalog number, expiration date, and h4 are unknown d3, g1, and g2 email is: (B)(6).